Event description:
It was also noted that the pulse generator was replaced due to elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The product code failed to download due to normal battery depletion. After re- placing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated and no magnet response was attained. Previous battery data from (B) (6) 2009 was 2.57 v, 14 ua and 6.7 kohms with an estimated remaining longevity of one year. Based on the previous battery data and device behavior on 3/23/10, it was believed that end of life was reached prematurely. The pulse generator was explanted and replaced.